Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.